Event description:
On may 22, 2009, the lay user/pt contacted lifescan alleging the one touch ultra link meter was reading inaccurately high. The medical surveillance specialist contacted the pt to obtain/clarify info. The pt said that she started feeling sweaty and shaky at about 10:30 pm on (B) (6) before going to bed. She had a pudding snack and apple sauce and felt better within 10-15 minutes. She then tested her blood sugar on her meter and obtained a result of 197 mg/dl on her meter and 38 mg/dl on another meter. Based on statistical criteria, the difference between these results falls outside the expected value of <=30%. The pt tests her blood sugar eight times per day. She takes insulin based on a pump regime and injects bolus insulin doses based on the pt's reading, the amount of carbohydrates she takes, and the insulin on board, which the pump figures out. Prior to having symptoms on may 18, the pt got readings of 103 mg/dl at 2 pm and 138 mg/dl at 6 pm around dinner. She did not think those readings were inaccurately high and said they are around her normal readings. It was determined during the troubleshooting telephone call, the pt's testing technique was correct. The test strips were within expiration dating and in good condition. The calibration code on the meter matched the code on the test strip vial. Two quality control tests were performed, with passing results. This complaint is being reported because, the pt's reading did not correlate with her symptoms and treatment. The product did not cause or contribute to injury because, the symptoms started before the alleged inaccurate reading and the pt took appropriate treatment based on her symptoms, and the reading from the other meter.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.